Event description:
The customer reported that during an ablation procedure, the patient complained of pain on his leg. A burn was found on his right leg where the pad had been applied. The burn was describe as mild and cooled right away. The customer has indicated on other information is available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.